Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system spirit IV instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a stenting procedure in the mid right coronary artery and a 3.5 x 28 mm xience v stent was implanted. On (B)(6) 2012, the patient experienced chest pain, which resolved by (B)(6) 2012 with sublingual nitroglycerin. The patient again experienced chest pain on (B)(6) 2012. The patient was treated with medications. Cardiac enzymes were within normal limits. Coronary angiography noted the right coronary artery was totally occluded and there was 100% in-stent restenosis with collateral from the left circumflex artery. The chest pain resolved on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.